Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture at t12 type of procedure: balloon kyphoplasty levels operated: t12 it was reported that during inflation, the balloon ruptured. A very small amount (0.5ml) of contrast media leaked in patient¿s vertebra. As the leakage amount was extremely small, no suction was performed. The patient was not allergic to contrast media. No fragment of the ruptured balloon remained inside the patient. Bone cement was then injected, which solidified; resulting in successful completion of the procedure. No patient complications were reported.

Manufacturer narrative:
Product analysis: the ibt has a small leak at the distal bonding. The ibt will leak slightly at high pressure. This type of leak is consistent with the inner sheathing being damaged by the stylet. If information is provided in the future, a supplemental report will be issued.